Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic thoracic procedure, while the device was being applied to parenchyma, the surgeon was able to press the green button but the stapler was unable to fire and the surgeon was not able to squeeze the handle. They used another reload to resolve the issue and complete the case. No patient injury.